Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not release from the jaws. The surgeon applied suture to complete the procedure. No pt injury was reported.